Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision on (B)(6) 2021 (related manufacturer reference number 3006705815-2021-01854, 3006705815-2021-01855), the physician was unable to implant a new lead due to patient¿s anatomy. As a result, the procedure was aborted.